Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent in clinic follow-up, high out of range pacing impedance measurements were noted and the lead safety switch had been triggered to unipolar pacing. The patient was reported as minimally paced and exhibited no adverse effects. The lead configuration was adjusted to pace in unipolar and sense bipolar: the lead remains implanted and in service without root cause identification.